Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy pd effluent and elevated white blood cell count. The patient was diagnosed with peritonitis based an unspecified elevated pd effluent white blood cell count. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient was treated for peritonitis intraperitoneally with cefazolin and ceftazidime daily for two weeks (doses not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available at this time. This is report 2 of 4 involved in this event.